Event description:
Cvvh return line became disconnected without machine alarm. Nurse was in the room and immediately clamped the line. Pt experienced approx 200 cc of blood loss. Physicians notified of event. Pt remains under close observation in the ICU.